Manufacturer narrative:
Additional information has been requested, however no further information is available at this time. Records indicate the device remained implanted. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired due to congestive heart failure. The patient was admitted to the hospital at the time of death. A patient advocate commented that the pacemaker was not working appropriately.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the local area filed representative indicating the device was interrogated a week prior to the patient expiring. The device was operating appropriately at that time with no anomalies noted.